Manufacturer narrative:
2019-oct-29 hagenk4: based on additional information received, the fdd codes of c63184 and c62917 no longer apply to the event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had contacted their managing physician for the issue but noted that it turned out to be a ¿non-issue¿. They mentioned that they discussed the procedure and the device but there was no issue to discuss. There was no appointment date for this issue ¿ they just had a routine appointment. The patient also reported that the device had not moved and stated that they were nervous and upset that they may have caused damaged but they had not. No further action was needed. In addition, the circumstances leading to them not feeling the stimulation was ¿nervousness only ¿ nothing changed about the device¿. No steps were taken for this issue. The patient reported that their issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was concerned that they might have ¿damaged¿ the ins as they ¿rolled over¿ in bed yesterday morning to turn off a clock and rolled over onto a tv remote. The patient stated that it ¿didn¿t hurt too bad¿ but it was ¿uncomfortable¿. They noted that if was not uncomfortable now but the implant ¿feels different¿. This was clarified that the ins was not ¿sticking out as much as it did¿ as they used to be able to ¿feel the firmness¿ of the implant. They stated that if felt like the ¿far right side¿ was not sticking out ¿quite as much¿ since they rolled over it (¿she is old¿) although they noted that it never did stick out much. The patient was concerned if they "broke loose any of the glue" as they were recently implanted and inquired if it could damage the implant if any water got on the incision site. They inquired if the ins was ¿working¿ since the event. After reviewing how to use the external equipment, the patient was assisted with communicating to the ins during the report and it was found the stimulation was on at 1.3. They thought the external equipment was ¿complicated¿ because it was different from the trial equipment. Education was provided and the patient confirmed understanding during the report. The patient noted that they had not felt the stimulation prior to the event, so they increased the stimulation to 1.4 and felt it comfortably in the bike seat area. The patient was redirected to their healthcare professional (hcp) to have the device checked. It was noted that they did not have a managing hcp for the device. Additional information received from the patient reported that the therapy was ¿all right¿ for a while then they experienced a return of their symptoms. The patient thought that the return of symptoms were related to something they ate. The increased the stimulation from 1.4 to 1.8. Programming considerations were reviewed with the patient. The patient was redirected to follow up with their hcp. There were no further complications reported or anticipated.